Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the physician disliked an appearance of a black wire under the insulation at the proximal end of the lead and elected not to implant the lead. The physician used another lead without any problems. The patient was stable throughout the procedure.